Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a diagnostic anomaly. The device sensing algorithm detected incorrect values for daily and reference impedances. It was determined that the inaccurate diagnostics were caused by previously reported lead anomaly. It was recommended that the clinic stop using this device sensing algorithm. No patient symptoms were reported.